Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6. Visual inspection of the returned psn a/s prov shim 13mm cd item # 42527900303 lot # 62364027 performed. Item and lot number confirmed as correct. Device exhibits signs of repeated use and has one set of components, item #42527991001 (bearing) and item #42527991002 (spring) disassembled / missing. Measured the thickness and width of the device and both measurements taken were found to be conforming. Review of the device history record identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Per a complaint history review is not performed as the failure mode for the reported product was previously investigated as part of an ie, CAPA, or scar that resulted in a change to the design or process. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. This device is confirmed to have been a part of the CAPA investigation. Field actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a tasp was returned missing bearings. All pieces have not been returned. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.